Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was not reported. It was not reported if the patient was hospitalized for the event. Treatment and outcome were not reported. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 1 of 4 involved in this peritonitis event.